Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed artifacts on the monitor. The issue was found during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: static in the image a root cause could not be identified. Based on the results of the investigation, it is likely the cause of artifacts on the monitor and static in the image was due to a defective plug unit. Olympus will continue to monitor field performance for this device.